Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer does not recall any significant vents leading to the alarm. Customer was just sitting. She might have pressed two buttons at the same time. Blood glucose value was between 120 to 250 mg/dl. Nothing further reported.